Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has previously caused or contributed to patient injury. Device issue: guide wire core separation. It was reported that when the guide wire was advanced in the patient, the physician noticed the guide wire was too short (he thought he had chosen the wrong length). The guide wire was removed completely from the patient's body without problems and it was noticed that the size was correct but, the guide wire was separated into two parts, and one part was still in the package. So the wire was not too short, but instead, it was broken into two parts. This was not noticed until after the guide wire was removed from the patient and the physician wanted to put the retracted wire back into the package for return. The procedure was continued with a new guide wire of the same kind, this was successful. No additional event or patient information is available. This is being reported based on the analysis of the returned device that revealed a guide wire core separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils and the core. There was a bend in the shaping ribbon 7 mm proximal to the tipball. The core was separated at the proximal end of the hypotube. There was a small piece of core in the separated hypotube. The separated core had a slight hook. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned bmw guide wire. It was reported that the procedure was started and the guide wire was advanced in the patient, the physician noticed the wire was too short (he thought he had chosen the wrong length). The guide wire was removed completely from the patient's body without problems when physician noticed the size was correct, but the guide wire was already broken before into two parts, one part was still in the package. So the wire was not too short, it was broken into two parts and this was not noticed until after the physician wanted to put the retracted wire back into the package for return. Analysis of the guide wire found the guide wire returned with blood and contrast visible on the coils and the core. There was a bend in the shaping ribbon 7 mm proximal to the tipball. The core was separated at the proximal end of the hypotube. There was a small piece of core in the separated hypotube. The separated core had a slight hook. Sem analysis of the guide wire attributes the core failure to overload at a bend. Since it was reported that the guide wire was used in the body and blood and contrast was found on the tip coils, it can be presumed that the distal portion of the guide wire is the portion of the guide wire that was used in the body. This portion of the guide wire to the separation (tip of the guide wire to the hypotube) is only 40 cm long, and would most likely have been obvious if it was removed out of the package and used at this length. Prior to use, the guide wire should be checked for damage. The coil failed due to an overload at a bend. The guide wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rotating hemostatis valve or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the issue. The lot history record was reviewed. There are non-conformities associated with this lot number and part number. This MDR is considered closed by the product performance group.